Manufacturer narrative:
There was no indication of a performance issue with the reagent since the qc was within the ranges. The field service engineer found that the cause was due to a contaminated ion-selective electrode (ise) flow path. He decontaminated the ise flow path. He then performed ise checks, calibration, and qc, and they were all within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation of questionable sodium electrode and ise indirect na-k-cl for gen.2 electrode results for 1 patient sample tested on a cobas 6000 c 501 (ul) v module. Sodium: initial result: 167 mmol/l. Repeat result: 141 mmol/l. Chloride: initial result: 84 mmol/l. Repeat result: 105 mmol/l. The high sodium results prompted the repeat of the sample. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.

Manufacturer narrative:
The sodium electrode lot number was dna 75 with an expiration date of 08-mar-2026. The ise indirect na-k-cl for gen.2 electrode lot number was dyx 21 with an expiration date of 24-feb-2026. The qc was acceptable. The investigation is ongoing.